Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that the sealing cap has a tear and air is going in. This issue was noticed during pt use. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
A investigation is currently underway. Upon completion the results will be forwarded.